Event description:
Hospital advised that the pump alarmed and displayed channel error, infusion to the patient was interrupted. There was no patient consequence. No additional information was provided.